Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was crack at 14 mm from the distal end. There was scratch on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has warned in the instruction manual as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During an unspecified liver surgery, the subject device was used. After 2 times activation, an unspecified ultrasonic error occurred. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing coating of the probe.